Event description:
IV started using 22ga. Intracath appeared to be in left hand vein but not able to advance plastic sheath. Visual inspection of product showed irregularities in plastic covering of sheath. Required restarting IV using a different lot #.